Event description:
Caller reported white and black lines on the pump screen, which affected their ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to switch to multiple daily injections as a backup therapy and sent a replacement pump with updated software. The caller received instructions on managing the current pump, including putting it into storage mode and returning it within 10 days. The caller understood and acknowledged all instructions.